Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The unit had green discoloration in the tubing, and the device met the criteria for bacterial contamination. The customer was unable to part with the device for an extended period of time; therefore, an investigation was not able to be performed to determine the cause of the discoloration.

Event description:
Customer reports that their device has green discoloration in their tubing.